Event description:
The patient reported their blood glucose level rose to 270 mg/dl 15 mmol/l while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on their arm. Additionally, the patient mentioned the pod leaking. As treatment a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.